Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the adapter and the shell got disconnected. A new shell was taken out and was used with the same adapter to complete the case. There was no patient injury.